Manufacturer narrative:
H.6. Investigation: batch history analysis was performed, quality notifications and maintenance records were checked where no records potentially related to failure were found. The photos made available were analyzed and it was possible to observe failure sealing. In the evaluation of the retention samples the failure was not observed. After the evaluation of the samples and according to tests carried out from them, it was possible to identify as a cause of misalignment in the sealing station of the needle packaging machine caused by the change of paper or film this failure occurs in a punctual manner.

Event description:
It was reported that needle 22x1-1/4 eclipse package was damaged. This occurred on 2 occasions before use. The following information was provided by the initial reporter: quality deviation found. The packaging is failing to seal.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-13. H6: investigation summary: batch history analysis was performed, quality notifications and maintenance records were checked where no records potentially related to failure were found. The retention samples were evaluated and no failure was observed. After the evaluation of the samples received and according to tests performed on the equipment, it was possible to identify as a cause of paper misalignment in the sealing station of the needle wrapping machine caused by the change of paper. H3 other text : see h.10.

Event description:
It was reported that needle 22x1-1/4 eclipse package was damaged. This occurred on 2 occasions before use. The following information was provided by the initial reporter: quality deviation found. The packaging is failing to seal.

Manufacturer narrative:
Date of event: unknown. Initial reporter additional phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 22x1-1/4 eclipse package was damaged. This occurred on 2 occasions before use. The following information was provided by the initial reporter: quality deviation found. The packaging is failing to seal.